Event description:
Subsequent to the previously filed emdr reports, a user facility medwatch (medwatch report #: (B)(4)) was received that states: "describe the event or problem: failed to deploy. What was the original intended procedure? : evar. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ;"

Manufacturer narrative:
Corrections: a2 - age at time of event: updated from "ni" to 87. A3a - sex: updated from "ni" to "male". B3 - date of event: updated from 02/15/2024 to 02/14/2024. D1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. E4 - initial report sent to FDA: updated from "no" to "yes." G2 - report source: user facility added.

Manufacturer narrative:
The device was returned for analysis. The reported suture separation issue was not confirmed as not all components were returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with a prostyle device using the pre-close technique via an 18f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, a suture break occurred. The sutures of two new prostyle devices were successfully pre-placed. The evar procedure was completed with the same 18f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Correction: attachment: medwatch report.